Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log was reviewed on 03/06/2025 at 07:37:35 the pump was programmed at 8mg in 250ml. The primary maintenance dose was 5mcg/minute with a volume to be infused of 225/ml which equates to approximately 9.375 ml/hour. Pumping started at 08:05:10 and ran for 9 seconds. Then the rate was changed to 18.8 ml/hour (reported rate). This was followed by 1 downstream occlusion alarm and two upstream occlusion alarms for a short period (3 seconds total). Pumping resumed at 08:06:07. The device was reprogrammed to 37.5 ml/hour at 08:07:56. The pump rate was updated to 56.2 ml/hour at 08:10:43. At, 08:14:55 the rate was changed to 37.5 ml/hour and then to 18.8 ml/hour at 08:16:14. At 08:17:30 the rate was changed to 9.4 ml/hour. Then to 15 ml/hour at 08:26:37. Then to 9.4 ml/hour at 08:46:56. Then 7.5 ml/hour at 08:56:00, and finally to 3.7ml/hour at 09:00:34. The infusion was then stopped at 09:06:15. The pump then restarted at 11:42:07 and was followed by a short downstream occlusion alarm and several other rate changes followed. The reported rate and volume was found in the event history; however, there were several adjustments afterwards that were lower than the reported rate. This could be the reason the user thought the device was under-infusing, however this cannot be determined from the event history. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump was ¿not infusing¿. In the cardiac intensive care unit (cicu) the patient was receiving an infusion of ¿norepinephrine infusion at 18.8ml/hour;225ml¿. The attempted to titrate the norepinephrine without effect which indicates the critical patient remained hypotensive/hemodynamically unstable. The nurse changed the tubing set and the pump. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.